Manufacturer narrative:
A replacement pump was sent to the customer as well as a label for the return of the original pump. The original pump was not returned for evaluation. A clinician spoke with the customer on (B)(4) 2011. The customer stated she began single pumping with a swing breastpump. She replaced the pump in style advanced (pnsa) metro. Customer stated she never felt like the pnsa emptied her breasts while double pumping. She went to see her md and was treated for mastitis with antibiotics. The mastitis has resolved. It is not definitively clear whether or not the pump contributed to the customer's mastitis. It is possible the customer was conditioned to the swing single breast pump, and thus never pumped well with the double pump.

Event description:
The customer reports her pump is not working, and she has mastitis and is in a lot of pain. Per the customer, the pump is only expressing 1oz. Of milk; she used to express 10oz.